Manufacturer narrative:
Evaluation summary: further queries were conducted by the compliance group for all product manufactured within the range 01-jan-2020 to 10-feb-2020. The products evaluated were clear models with the diopters, based on the initial information provided (27.0, 27.5, 28.0 and 28.5 diopters). No potential areas for a mix were found. A determination cannot be made without examination of the physical sample. Based on the description that the lens had a ridge, it is unclear if the lens that was discarded by the facility was the reported product. Lenses do not have ridges. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had "difficulty seeing with close to 13 diopters off measurement". The lens was also found to have an elevated ridge and seemed stiffer than normal. The iol was exchanged with a different power lens approximately two weeks after the initial implantation. Additional information has been requested, however, not received.